Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they were having so much nerve pain in their back legs and all over their body, from their back and shoulders and arms down to their knees and that the burning to their arms was so bad that they could barely touch the skin and that the skin was very tender. The patient gave relevant medical history: that they'd had 7 back surgeries that they were fused from 2-7. Patient stated they had screws down 4-5 and the pain went down their legs. Patient stated their neurosurgeon, told them there was nothing more they could do for the patient but manage the pain. Patient's initial reason for call was because their neurosurgeon, had told them to turn the therapy off to see if that would help. Patient stated they hadn't yet reached out to their managing health care provider (hcp) for the device/therapy, about the situation. Patient services asked the patient when the pain started and the patient stated it started probably about 2 months ago. Patient stated they had seen their hcp about a month ago and that was when their hcp had told the patient to turn the therapy off but the patient had ignored it for a while and the pain had just been getting worse and worse. The patient stated they didn't sleep any last night, maybe they slept for about 2 hours and when they woke up, it was just burning all over their back, their shoulders and around where their bra came into their breast so they decided they needed to take their hcp's advice and call for assistance in turning the therapy off because they were desperate for anything to make the pain better. The external devices were reviewed and the patient was guided through connecting to their settings. The therapy was on at 4.9 ma. The external devices were functioning as intended. The patient was guided through turning the therapy off and ending their session. The patient was redirected to continue working with their neurosurgeon but to also reach out to their managing hcp about the pain. The patient stated they may call back in the future for assistance in turning the therapy back on. The patient to continue working with their hcp to manage their pain. Additional information was received from the patient on (B)(6) 2024. They called to see how to turn therapy back on. The patient stated they had the stimulation off because it was causing nerve pain in their knees, calves, and shins. The patient stated the nerve pain was terrible when they would try to relax. The patient stated the pain went away a couple days after they shut the stimulation off. The patient thought they might have had the stimulation too high and that was what was causing the pain. The patient had a lot of discomfort. The patient mentioned past historical event that the therapy had never worked since they were implanted. The patient stated they would go 5-6 hours during the day and at night they would be up every 1.5-2 hours until 4:00am. The patient was guided through turning stimulation back on and lowering stimulation to a comfortable level. If that program and amplitude didn't work for the patient, they were advised that they could try one of the other six programs they hadn't tried yet. The compatibility of a sleep study was reviewed with the patient.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.